Event description:
Caller reported a malfunction on the pump with code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and the malfunction did not recur. The customer may continue using the pump and was advised to call back if any issues arise again.